Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a knee arthroplasty the articular surface implant's locking mechanism did not engage. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of parts not assembling. Inspection of the device shows the dovetail was compressed and flared out and there was a presence of gouges at the edges. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was determined to be possible misuse or user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.